Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the fifth inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with this device and there were no patient complications nor injuries reported.